Manufacturer narrative:
Address information was not able to be obtained, therefore, nj was used as a place holder. Investigation summary - there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd nexiva single port, 18g x 1.25, there was damage and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it has happened twice now, both with 18g. The catheter was inserted and when the needle was pulled out, the blood came out there. It did not come out from the pigtail part where the cap is placed.